Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "hole" in an amia automated pd set with cassette. This occurred during peritoneal dialysis therapy, when the patient was connected. The patient started over with new supplies to dialyze further. There was no report of patient injury; however, the patient received 1g of ancef interperitoneally. No additional information is available.